Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a message to replace/recharge the battery was confirmed during the archive data review and the functional testing. According to the archive, it was found that the autopulse platform stopped compressions multiple times due to user advisory (ua) 03 (error communicating with battery controller) error message and displayed a message to replace/recharge the battery. The root cause of the ua03 error message was a defective battery cable, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in october 2016 and is over 8 years old. During the review of the archive, it was found several ua03 messages, thus confirming the reported complaint. The autopulse platform failed functional testing as the ua03 error followed by "replace/recharge battery" message displayed intermittently when a fully charged battery was used, thus confirming the customer's reported complaint. The defective battery cable at the power distribution board (pdb) connector j9 was replaced to remedy the issue. The platform was further subjected to a run-in test using lrtf (large resuscitation test fixture) for 15 minutes, and the test passed without any issues. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During a resuscitation attempt, manual CPR was performed on a patient. An attempt was made to use the autopulse platform (sn (B)(6), but it displayed a message to "replace/recharge battery" and failed to start when the customer tried pressing the restart button. Consequently, the patient remained on the autopulse platform while manual CPR immediately continued for the duration of the code. No impact or consequence to the patient. Per the reporter, after the call, the platform was tested and displayed a "replace/recharge battery" error message consistently, regardless of the battery used. All batteries have been fully charged using the autopulse charger, and the same batteries function properly with other autopulse platforms without issue.